Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. It was reported that the patient was under 2 years old. No additional patient or event information is available. No product or data was provided for evaluation. The complaint confirmation of a transmitter failed error could not be determined. A root cause could not be determined. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.